Manufacturer narrative:
Conclusion: surgeons often attempt to repair mitral valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate results. This is often due to suboptimal anatomy, surgical technique, or inappropriate sizing, and not a malfunction of the device (1). In this case, medtronic received information that immediately following implant of this 34 mm annuloplasty ring, it was explanted and replaced with a 32 mm annuloplasty ring due to persistent leak. No other adverse patient effects were reported. These types of events do not meet the criteria for formal investigation as events do not appear to be related to the design of the device. Event appears to be sizing related. (1) mick et al, ann cardiothorac surg 2015; 4(3):230-237. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this 34 mm annuloplasty ring, it was explanted and replaced with a 32 mm annuloplasty ring due to persistent leak. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.